Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 8 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a calcified, 90% stenotic lesion in an unspecified, but tortuous coronary artery. No patient injuries were reported. Additional information has been requested regarding this event.